Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with pain, starburst vision and striae in the right eye (od) post treatment. A flap lift and stretch was performed and a bandage contact lens was placed. The patient did not experience loss of best corrected visual acuity (bcva). The patient¿s chief complaints were of halos, glares, and shadows. The patient commented on doing well. The patient reported the symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -5.50 x -2.50 x 20, left eye pre-op 20/20 -6.50 x -2.75 x 165. Bcva from (B)(6) 2018: right eye post-op 20/20 .25 x -.50 x 80, left eye post-op 20/20 1.50 x -.50 x 62.